Event description:
A respiratory therapist observed smoke and noted an atypical burning odor coming from the machine and then the machine stopped functioning. The machine was replaced. No patient injury.